Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of rv oversensing was observed during device interrogation. Programming changes were made. The device remains implanted.